Event description:
It was reported that a resolute integrity 2.50 x 12mm ux drug eluting stent was deployed successfully in the patient. An attempt was then made to implant another resolute integrity 2.50 x 14 mm ux drug eluting stent to treat a severely calcified, severely tortuous lesion in the lcx with 90% diffuse <(>&<)> tough stenosis. This resolute integrity was removed from the packaging, inspected and negative prep performed with no issues noted. Pre-dilatation however was not carried out. It was reported that there was poor guidewire movement and the resolute integrity stent dislodged when it got stuck in a calcified portion of the cx just above the om1 take off. Resistance had been encountered when advancing the device but no excessive force was used. An attempt was made to snare the dislodged stent and proximal stent struts became lifted up so the physician elected to sandwich the stent to the wall of the left main using another resolute integrity 4. 00 x 15mm ux stent to anchor it. It was commented that it was possible that the lesion loosened the stent and when retracting the dislodged stent into the guide, it became scraped off the delivery system due to the raised struts. No other reported patient complications or clinical sequelae.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent dislodgement and deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% diffuse and tough stenosis and severe calcification, severe tortuosity). Failure to follow instructions- (recommended in IFU that pre-dilation be performed prior to use). No results available since no evaluation performed - (device or procedural images not provided for review). Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% diffuse and tough stenosis and severe calcification, severe tortuosity). Inherent risk of procedure ¿ (stent dislodgement and deformation). Failure to follow instructions- (recommended in IFU that pre-dilation be performed prior to use). Unable to confirm complaint - (device or procedural images not provided for review). No device returned ¿ device not returned for evaluation. (B)(4).